Event description:
It was reported that the patient became hypoxic due to ventilation issues after the device and lead were placed in the pocket. Cardi pulmonary resuscitation had to be performed on the patient and the field and the pocket became contaminated. The device and lead were then explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).